Event description:
Pregnant patient presented and having had three outpatient visits prior to admission. The patient presented with spontaneous rupture of membranes and progressed in labor to a point of extreme discomfort and desire to push. The fetal heart tones were within normal limits throughout labor. An attempt was made to deliver vaginally, complicated by a decrease in fetal heart tones down to the 70's. Oxygen was applied 10 liters per minute by mask. The patient was pushing, but baby was not moving down into the birth canal. Ob-gyn physician requested a vacuum extractor. It is uncertain if a mystic m-style physician-held extractor was attempted. Physician requested the mystic instyle extractor. Two attempts were made to obtain a seal at 50 cm hg with two pop offs. Physician was unable to obtain an adequate seal. The patient was delivered by emergency c-section with apgars of 2-7-9. The c-section delivery was complicated by the head being tightly wedged in the birth canal. Physician required assistance in manually pushing the fetal head up into the uterine cavity for delivery. Post delivery, the infant was diagnosed with multiple cerebellar hemorrhages and subalial and cephalohematomas. The patient was removed from the ventilator at 12 days of age and expired the following day.